Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,d9,g3,g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they confirmed the issue upon initial inspection and the power cord reel was replaced. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received with a reported unit failure of a missing ground prong. The fat performed a visual inspection and found the part to be missing the ground prong on the power plug. Possible cause is user error. Retaining the part in the failure analysis and testing department.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge sr. Territory manger during an in-service that the cardiosave intra-aortic balloon pump(iabp) grounding pin missing from the retractable ac power cord located on the pump cart. There was no patient involved.